Event description:
It was reported that the patient had an inappropriate shock post implant due to oversensing of noise via air bubbles. The therapy was programmed off to wait for the air to subside. Technical services advised some testing and programming options. The system remains implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to the oversensing of noise. The doctor elected to reposition the electrode in order to get better sensing. This was done successfully. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock post implant due to oversensing of noise via air bubbles. The therapy was programmed off to wait for the air to subside. Technical services advised some testing and programming options. The system remains implanted. There were no additional adverse patient effects.